Event description:
It was reported that the filter could not be fully deployed from the spline. Two of the hooks seemed to be caught in the spline. The physician tried several times to gently tap on the end of the handle and gently turn the handle back and forth; however, these efforts were unsuccessful in disengaging the feet from the spline. In addition, the tip of the pusher wire was caught in the filter. The filter was eventually deployed suboptimally. The dr then snared the filter from above to prevent it from migrating and removed it with a recovery cone. There was no pt injury report.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for evaluation to date. Based on the info rec'd, the results are inconclusive and the root cause of the event is unknown. The current info for use (IFU) for this device states the following: precautions: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.